Event description:
It was reported that the patient was having fast heart rates and was questioning why their device was not treating the heart rate. It was noted that the patient has discussed with their physician and has had a device check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).